Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.397 miu/ml. The same sample was repeated on the (B)(6) 2014 and the result was 9752 miu/ml. Subsequent repeats confirmed that the result was around the 9000 miu/ml. The patient was confirmed as pregnant by an ultrasound. Both the incorrect and correct results were reported outside the laboratory. The patient was not adversely affected. The hcg+ss reagent lot number and expiration date were requested, but were not provided. It was noted the customer had not changed the pinch tubing since (B)(6) 2013. Product labeling states the tubing should be replaced every two months. The operator noticed that the s/r probe alignment was way out and almost touching the side of the tube when it was processing. Both issues were fixed and the analyzer now works within specification.

Manufacturer narrative:
This event occurred in (B)(6).